Event description:
A healthcare worker experienced a burn to the fingers after touching drvices from a completed load. The worker went to a dermatologist who prescribed a burn ointment. The symptoms resolved in 2 days. The vaporizer plate was in place.